Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") in a 45-year-old female patient who had essure (batch no. 838669) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal. Concomitant products included nuvaring. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), the first episode of dysmenorrhoea ("abnormally severe menstrual pain"), the first episode of menorrhagia ("abnormally heavy menstrual bleeding / prolonged and abnormal menses"), abdominal pain lower ("severe lower abdominal pain\ severe cramping"), back pain ("severe back pain"), the first episode of dyspareunia ("painful intercourse"), the first episode of fatigue ("fatigue"), hormone level abnormal ("hormone level has changed"), vaginal haemorrhage ("abnormal bleeding vaginal"), the second episode of menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), the second episode of dysmenorrhoea ("dysmenorrhea (cramping)"), the second episode of dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), the second episode of fatigue ("fatigue"), weight increased ("weight gain"), dysgeusia ("metallic taste in mouth"), headache ("head pain") and arthralgia ("joint pain"). The patient was treated with surgery (underwent a total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain was resolving, the abdominal pain lower, back pain, headache and arthralgia had resolved and the hormone level abnormal, vaginal haemorrhage, the last episode of menorrhagia, female sexual dysfunction, the last episode of dysmenorrhoea, the last episode of dyspareunia, vaginal discharge, the last episode of fatigue, weight increased and dysgeusia outcome was unknown. The reporter considered abdominal pain lower, arthralgia, back pain, dysgeusia, female sexual dysfunction, headache, hormone level abnormal, pelvic pain, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of dysmenorrhoea, the first episode of dyspareunia, the first episode of fatigue, the first episode of menorrhagia, the second episode of dysmenorrhoea, the second episode of dyspareunia, the second episode of fatigue and the second episode of menorrhagia to be related to essure. The reporter commented: in (B)(6) 2012, she met with doctor to discuss various treatment options, including the possibility of having surgery to remove the essure micro inserts. During surgery patient's cervix, uterus, and both fallopian tubes were all removed. Since her removal surgery, her symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: full occlusion of fallopian tubes. Most recent follow-up information incorporated above includes: on (B)(6) 2018: reporter information, other relevant history, patient details, concomitant drug, events hormone level has changed, abnormal bleeding vaginal, menorrhagia, apareunia (inability to have sexual intercourse, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, weight gain, metallic taste in mouth, head pain, joint pain were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") in a 45-year-old female patient who had essure (batch no. 838669) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hypothyroidism and endometriosis. Concurrent conditions included overweight, penicillin allergy (hives and nausea), allergic reaction to analgesics (codeine (headaches, nausea and vomiting), hydrocodone-acetaminophen (itch)), asthma and palpitations. Concomitant products included nuvaring. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), the first episode of dysmenorrhoea ("abnormally severe menstrual pain"), the first episode of menorrhagia ("abnormally heavy menstrual bleeding / prolonged and abnormal menses"), abdominal pain lower ("severe lower abdominal pain\ severe cramping"), back pain ("severe back pain"), the first episode of dyspareunia ("painful intercourse"), the first episode of fatigue ("fatigue"), hormone level abnormal ("hormone level has changed"), vaginal haemorrhage ("abnormal bleeding vaginal"), the second episode of menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), the second episode of dysmenorrhoea ("dysmenorrhea (cramping)"), the second episode of dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), the second episode of fatigue ("fatigue"), weight increased ("weight gain"), dysgeusia ("metallic taste in mouth"), headache ("head pain") and arthralgia ("joint pain"). The patient was treated with oxycocet (percocet), ibuprofen (motrin) and surgery (underwent a total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain was resolving, the abdominal pain lower, back pain, headache and arthralgia had resolved and the hormone level abnormal, vaginal haemorrhage, the last episode of menorrhagia, female sexual dysfunction, the last episode of dysmenorrhoea, the last episode of dyspareunia, vaginal discharge, the last episode of fatigue, weight increased and dysgeusia outcome was unknown. The reporter considered abdominal pain lower, arthralgia, back pain, dysgeusia, female sexual dysfunction, headache, hormone level abnormal, pelvic pain, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of dysmenorrhoea, the first episode of dyspareunia, the first episode of fatigue, the first episode of menorrhagia, the second episode of dysmenorrhoea, the second episode of dyspareunia, the second episode of fatigue and the second episode of menorrhagia to be related to essure. The reporter commented: in jun-2012, she met with doctor to discuss various treatment options, including the possibility of having surgery to remove the essure micro inserts. During surgery patient's cervix, uterus, and both fallopian tubes were all removed. Since her removal surgery, her symptoms have mostly resolved, though some remain. The number of expanded coils that appeared trailing into the uterine cavity was 6. The number of expanded coils that appeared trailing into the uterine cavity was 10. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: full occlusion of fallopian tubes. A urine pregnancy test was performed today and the result was negative most recent follow-up information incorporated above includes: on (B)(6) 2018: the medical record received:the reporter added,concurrent condition,concomitant medication,medical history added and case became medically confirmed yes incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain"), menorrhagia ("abnormally heavy menstrual bleeding / prolonged and abnormal menses"), abdominal pain lower ("severe lower abdominal pain\ severe cramping"), back pain ("severe back pain"), dyspareunia ("painful intercourse") and fatigue ("fatigue"). The patient was treated with surgery (underwent a total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, abdominal pain lower, back pain, dyspareunia and fatigue was resolving. The reporter considered abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, fatigue, menorrhagia and pelvic pain to be related to essure. The reporter commented: in (B)(6) 2012, she met with doctor to discuss various treatment options, including the possibility of having surgery to remove the essure micro inserts. During surgery patient's cervix, uterus, and both fallopian tubes were all removed. Since her removal surgery, her symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: full occlusion of fallopian tubes. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.